Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented post-procedure with chest paint after implantation of the new lead. The tip of the rv lead was noted to be piercing the myocardium and was located in the pericardial flap pad. Perforation was confirmed. The lead was explanted. There was no evidence of pericardial effusion. There is no need for any additional intervention. No drainage was required. The patient was stable before and after explant.